Manufacturer narrative:
One suspected device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log (ehl) review was performed and reported problem is not something that would be evident in the event log. Visual inspection was performed and no anomalies were noted. Latch lock test was performed and found error code 41541 displayed when latch is locked. The customer complaint was confirmed. Latch lock sensor replaced. Probable cause would be the inoperable latch lock sensor.

Event description:
It was reported that the cadd solis pump experienced error code 41541 and pink or blue background. There was no reported patient involvement.